Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by replacing the turn table motor. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14jul2018 through aware date 14aug2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under safety precautions states the following: contact the authorized representative. Blood to be tested might have been infected by pathogen. Misconduct on repair or disposal may bring infection to the operator or others working together. In the case of repairing and disposing, please contact the authorized representative. The probable cause of the reported event was due to crystallization in turn table motor.

Event description:
A customer reported to the distributor that the turn table on the aia-360 instrument doesn´t turn. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.